Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the camera cable is damaged and leaking. A root cause could not be identified. Based on the results of the investigation, a definitive root cause can not be identified. Based on the results of the investigation the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited damage on the cable and leaking. There was no patient involvement.